Manufacturer narrative:
(B)(4).

Event description:
A valiant stent graft system was implanted for the endovascular treatment of a thoracic aortic aneurysm. It was reported that the patient died. It was noted that the patient decompensated later on the day of the procedure. They then became hypotensive and their ejection fraction went down. It was also noted that the patient¿s ejection fraction was low during the procedure. It was further reported that the family chose not to do an autopsy so the official cause of death will remain unknown. The physician also reportedly did not know if the death was device or procedure related and did not know the cause of death.